Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with broken belt clip rails, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
It was reported that the belt clip was loosened and little bit scratchy. Customer¿s blood glucose value was 8.2 mmol/l. The device will return for the analysis.